Manufacturer narrative:
Lot serial number readable UDI: (B)(4). Additional device: lot serial number readable UDI: (B)(4).

Event description:
On (B)(6) 2010, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 46mm. Follow up dates and aneurysm measurements: (B)(6) 2011 46mm, (B)(6) 2011, 44mm, (B)(6) 2012 45mm, (B)(6) 2013, 53mm. On the most current follow up visit dated (B)(6) 2014, the aneurysm measured 47mm. There is an enlargement of 7mm. It is unknown why the aneurysm sac had enlarged by 7mm on (B)(6) 2013, and there has been no reported reintervention.